Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the piston in the head hi/low up valve was stuck. The technician removed, cleaned and reinstalled the valve to repair the bed.